Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with damaged suction port outlet, and noted to be non-repairable. A definitive root cause relating to the damage of the suction port could not be determined. A review of device history records indicated the unit met all final release criteria including visual inspection, and functional testing at the time of manufacture. Damage to the suction port may be attributed to mishandling, or improper reprocessing. As stated in the instruction for use (IFU) : "the transducer has a validated lifetime of 100 reuses and must be reprocessed according to IFU instruction. It is always recommended that a spare transducer and probe assembly be available. Inspect the plug pins, cord, and transducer body for mechanical damage (bent pins, cracks, etc.). If repair is necessary, please contact olympus customer service." A post-use inspection should also be completed as instructed .after each use or prior to cleaning and sterilizing, carefully inspect transducer and cable for tears, cracks, or other signs of damage." Olympus will continue to monitor complaints for this device.

Event description:
It was reported that during an asset return inspection the device was found with damaged suction port. There was no patient involvement on this report. No user injury reported.